Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, left anterior descending artery, after pre-dilatation with a non-abbott balloon catheter, the 2.5 mm x 18 mm xience v stent delivery system (sds) was advanced towards the lesion but failed to cross. The xience v sds was removed from the anatomy by itself with the guiding catheter remaining engaged. The non-abbott balloon was being advanced in the guide catheter to further dilatate the lesion when it was noted that the removed xience v sds stent implant had dislodged from the balloon. Per the physician, the dislodgement was probably caused by his pushing the sds hard in the lesion during the attempts to cross. The dislodged stent was located over the guide wire. A non-abbott snare device was used to retrieve the stent from the anatomy. There was no reported adverse patient effect.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect removal and excessive force. Evaluation summary: evaluation noted that only the dislodged stent implant was returned. The stent delivery system (sds) was not returned. There was blood and contrast visible on and in the stent implant, consistent with the sds being advanced into the patient anatomy. The stent implant was returned wrapped around the distal end of the non-abbott snare device. The first five rows of the proximal end of the stent implant were mangled. The stent implant was bent between the fifth and sixth rows of distal stent struts where the stent implant was wrapped around the snare device. The distal stent outer diameters were measured and met manufacturing criteria. The proximal and middle stent outer diameters could not be measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified, which likely contributed to the reported difficulty. It was reported that force was applied to the sds as resistance was encountered. It should be noted the xience v instructions for use (IFU) states: do not advance or retract the catheter if resistance/anomaly is met during manipulation. Continuing to advance or retract the catheter may result in damage to the vessels, separation of the catheter, tip damage and/or stent dislodgement. It is likely an interaction with the calcified lesion as force was applied may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the lesion during retraction would have then led to the stent dislodging. Additional treatment was used to retrieve the dislodged stent which likely contributed to further damaging the stent. Additionally, it was reported that the sds was removed from the anatomy by itself. It should be noted the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. A review of the device manufacturing record did not reveal any non-conforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgements. There is no lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected for stent placement and damage. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.